Event description:
It was reported that post implant sensing values ranged from 1.5 mv to 10 mv and varying threshold values were noted. A follow-up the next day found the same variability. The physician reopened the pocket and checked the lead with a pacing system analyzer (psa). Values with the psa were stable. The device was reconnected and continued to exhibit the same variable values, so the physician elected to replace it.

Manufacturer narrative:
Na